Manufacturer narrative:
The treatment tip was returned. Evaluation of the tip confirmed that it was used for 300 treatments. Tip failed visual and leak testing. Functional testing was not performed due to the presence of hole in the membrane. Dielectric membrane breakdown was confirmed. It was determined that flaming or sparking through the treatment tip was caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the treatment tip sparked during treatment at approximately 300 reps. The highest energy level used was 4. The treatment tip was visually inspected. Upon inspection, a hole was discovered on the surface of the treatment tip indicating a dielectric breakdown. Reportedly there was a burn spot on patent's forehead described as skin peeling. No further information is available at this time.